Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a 422mm subacute type b dissection.  During this procedure, the lsa and lcca were bypassed, and a vascular plug was placed in the starting region of lsa. The vamc2622c150tj was placed at the descending end, and vamf3228c150tj was placed at the proximal side. The proximal side of the device was deployed in the usual procedure and the tip capture was released (at this time the stent graft's proximal end was in the desired position). The proximal bare stent was released and advanced for about 4 mm. Afterwards, when the delivery system was removed, it advanced for about 1-2 mm further. For this, the lcca was covered. In order to bailout, directly puncturing the lcca and placing the bare metal stent  was attempted, but it was dissociated from the lcca puncture site. Cannulation from the leg side was attempted but was unable to do, so the  lcca was reconstructed. After reconstruction, another puncture was performed and a contrast study was performed to check whether or not the true cavity was captured. Because it was confirmed that it was a true cavity, to place the bare metal stent  in lcca, a non mdt guidewire was inserted and passed smoothly , but a catheter exchange was performed in order to lower the catheter to its descending position.  At this time, the gw was taken from the lcca. Passed through the ao again and aimed descending, but it could not descend. (It is presumed that the patient probably had an a dissection at this point). For this reason, the guidewire was removed from ao and 2 bare metal stents were placed in the lcca dissociation part and ao-lcca. It was found with subsequent contrast radiography that  a type a dissection had occurred, and became a total arch. A life saving total arch repair was then performed using a j graft and the procedure was completed. The vamf3228c150tj was partially explanted.  The following morning,  it was determined that the coronary artery and valsalva had been dissected, so a stent was placed. The patient is currently stable it was said there are no plans for additional treatment. The physician commented that the valiant captiva's were not responsible for the type a dissection of the lcca after their implant. Per the physician the cause of the event was not specified.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v amc2622c150tj, serial/lot #: (B)(4), ubd: 21-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to h6: ime and fdd updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated section b.2; h1; h.2.6 and 'additional codes'. B5; additional information: it was reported that one day post-index procedure , rtad occurred extending to the base of the a valve and CABG was performed. Subsequently, the case was managed with cardiopulmonary prosthesis, but the patient died of myocardial infarction. The date of death was not disclosed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: per the physician in reference to the rtad one day post the procedure the valiant captivia devices were not directly involved in rtad. (The lcca was covered because the valiant captiva was placed more centrally than the plan, and puncturing the lcca to place a bare metal stent between the lcca and the ao to secure blood flow in the lcca caused dissection, which led to rtad). The cause of death is unknown but in reference to the relationship to the valiant captivia devices, the physician recognized that these devices were the initiator of the series of events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.